Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283 with lot number 93899 were returned and analyzed. The files showed that at least 18 applications were performed with the returned balloon catheter without any system notice. The files also showed that at least 13 applications were performed with a non-returned balloon catheter 2af283 with lot 93899 without any system notice. Additionally, the files showed that system notice 50005 was received "the safety system detected fluid in the catheter and stopped the injection." Smart chip verification of the returned catheter indicated the catheter was used for 18 injections. The catheter failed the performance test due to triggering system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Visual inspection of the balloon catheter showed the device luer was broken. Dissection/ pressure testing showed a guide wire lumen breach 1.208 inches from the tip, coagulated blood was reviewed inside the balloon area. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.